Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/19/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was provided for investigation on 05/13/2016. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information.

Event description:
Subsequent the returned receiver (part number str-dr-blu /lot number 5210035) was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.